Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the bakri balloon was missing a port on the stopcock that allows it to be a closed system. The bakri was used and filled with a syringe so there was no delay in patient care. There was no additional procedures required due to this occurrence. There were no adverse effects on the patient.